Event description:
It was reported the patient (B)(6) developed a seroma at the lead insertion site. The physician suspects this occurrence is device related. There are no immediate plans for surgical intervention; however, the patient's condition will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.